Event description:
It was reported that this electrode was part of a system revision due to infection and erosion. Reportedly, patient had wound dehiscence at the xiphoid process incision and infection was found. There were no additional adverse patient effects reported. This electrode was explanted.